Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity.¿

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2003 implanting an orthopedic salvage system. Subsequently, the patient was revised (B)(6) 2014 due to aseptic loosening of the tibial component. All components were removed and replaced.